Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had broken battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. Unable to verify battery cap damage due to battery cap not come with unit. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had turned off and the battery cap was not working as designed. No harm requiring medical intervention was reported. The device will be returned for analysis.